Manufacturer narrative:
Concomitant medical products: 310c25, tissue valve, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture could not be confirmed on the implantable pulse generator (ipg). The ipg was explanted and replaced.  No patient complications have been reported as a result of this event.